Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason back in 2023. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7088383. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7088387.